Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricle (lv) lead exhibited loss of capture and high pacing impedance. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.